Event description:
It was reported that the patient underwent a procedure wherein additional leads were added due to an unknown reason. Additional information was received that the leads were added to cover new pain.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure wherein additional leads were added due to an unknown reason.